Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a right coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.